Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 446 mg/dl. Customer experience high ketones. Elevated bg was addressed via a correction bolus. System check with tandem technical support was performed and no issue were identified related to the pump.